Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device was seized, jammed, and moving heavily. It was further determined that the device was corroded internally and the motor, controller, coupling head, triggers and coupling shaft were all worn out. It was further determined that the motor bearings, magnets and controller plate were loose. It was further determined that the device failed pretest for attachment coupling, battery case coupling and check the off/oscillation/on switch mode function. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.